Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer leaking externally between 4 and 5cm, clear split in line. Vein occupancy 15% basilic vein. Catheter trimmed length 43cms, external length 7cm and a 4fr secureacath used. Chemo patient, on carboplatin. No other information was provided. Additional information was received and added to file on november 11, 2024 for this event as part of a focus survey. The following additional detail was provided: there were no occlusions with this PICC, leak was identified by visible hole/fracture outside the patient (at exit site or on external part of PICC) between 4 and 5cm. PICC used 49 days. Unknown if there is any xray imaging of this incident. Catheter site cleaned with chloraprep (1ml chloraprep). Additional comments: none

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer leaking externally between 4 and 5cm, clear split in line. Vein occupancy 15% basilic vein. Catheter trimmed length 43cms, external length 7cm and a 4fr secureacath used. Chemo patient, on carboplatin. No other information was provided.